Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the motor stalled for unknown reasons and it was unknown if it recovered. The health care provider (hcp) decided to explant the pump without any troubleshooting. It was noted telemetry was possible. The patient status at the time of the report was alive,no injury. The pump was being used to deliver buprenorphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). Analysis of the pump found the reservoir had 26 ml of fluid in it; the pump was left running in simple continuous infusion mode. Pump logs gathered and multiple motor stall and recoveries noted along with stopped pump period may exceed tube set. Dispense accuracy testing had one test show an over infusion, the re-test passed. Destructive analysis found the upper shaft of gear two with significant residue and the shaft was worn. The primary finding for this analysis will be based on the shaft wear. Also during destructive analysis, the pump tube shows significant wear along the side of the tube with some slight odd wear markings towards the outlet end. Additionally, pump motor gear train anomaly corrosion, and/or wear, and/or lubrication, pump motor gear train anomaly stall due to shaft-bearing, and overinfusion of an undetermined root cause were found.

Event description:
It was further reported that the patient was doing fine and the therapy was working. It was also noted there were no logs available.